Event description:
A report was received on (B)(6) 2026 from a 42-year-old male patient with a medical history including end stage renal disease, who stated he was unable to complete hemodialysis treatment on (B)(6) 2026 and was hospitalized (B)(6) 2026. Although requested, no additional details of the hospitalization or discharge date were provided.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).